Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon was tightly folded. The midshaft bond area to the returned device was measured and found to not meet visual standard. Product analysis confirmed the reported event.

Event description:
It was reported that an extra coating was noted on the shaft. A 2.75mm x 8mm nc emerge balloon catheter was inserted into a guide. However, the physician felt an extra coating and bubble present on the shaft of the balloon. The procedure was completed using an alternate device. No patient complications nor injuries were reported related to this event.